Event description:
Customer reportedly received the following results within 10 minutes on the accuchek aviva system: 460 mg/dl and 140 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.